Event description:
It was reported that the insulin pump alarmed no delivery during the prime process. The blood glucose reading was 81 mg/dl. Upon troubleshooting, it was found that the alarm was cause by an occluded infusion set or reservoir. The manual prime was not possible. The caller was advised to change the entire infusion set, reservoir and insulin, which resolved the issue. Advised the user to monitor and call if the issue recurred. Nothing further reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.